Event description:
It was reported that the control iq software did not function as intended. Reportedly, the control iq software did not address a blood glucose level as intended. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. Customer's blood glucose was 400 mg/dl.